Event description:
It was reported that the patient presented in clinic for implant procedure. The left ventricular (lv) lead dislodged. A new lead was used and implanted successfully. The patient was stable.